Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 387 mg/dl at the time of incident. Customer¿s other blood glucose is 298 mg/dl, 265 mg/dl. The customer stated that the insulin exited. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value not came down. The customer declined to test insulin pump. The insulin pump will not be returned for analysis.